Event description:
During percutaneous diskectomy, straight probe being used in the procedure had the tip breakoff. The surgeon was unable to retreive the tip, which was in the pt's disk. The pt was recovered, taken to CT to determine the location of the tip, and then subsequently returned to surgery to complete the diskectomy invasively versus percutatneously, and for removal of the tip of the probe.